Event description:
The manufacturer received information alleging slightly enlarged lungs related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to CPAP device's sound abatement foam and became degraded and caused the patient to have slightly inlarged lungs. The medical intervention that the patient received in response to the event is currently unknown. Additional information was received and added to the report. The device was returned to the manufacturer's service center on 07/18/2022 for further evaluation. The device was evaluated on 09/29/2022 there was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were 12 errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was unit scrapped due to error 73. A correction to b5 was made and should be the manufacturer received information alleging slightly inlarged lungs related to a CPAP device's sound abatement foam. Section d8, d9, h2, h3 were updated. Section h6 was corrected and updated.